Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm fenestrated bipolar forceps instrument was analyzed and found to have a dislodged conductor wire from the distal clevis. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed the electrical continuity test. Components adjacent to the dislodged wire. Additional observation(s) not reported by site: the instrument was found to have a dislodged instrument cable crimp at the distal end. There was no damage observed in the proximal end that could have caused the instrument cable crimp to dislodge. Additional observation(s) not reported by site: the instrument was found to have mechanical indentations and burrs on the inner face of the distal idler pulleys. There were pieces missing approximately .71 mm x 2.46 mm. Grip cables/other components adjacent to this indented pulley show damage which may indicate potential mishandling/misuse. The crimp from the grip cable is dislodged. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument cable was loose after its first use. 13 out of 14 uses remaining. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the instrument was inspected prior to use and after use, the cable was noted to be loose upon post-inspection at the end of the surgical procedure. No fragments were noted to have fallen into the patient. The surgeon did not notice any functionality issues with the instrument during the procedure. There was no report of harm or injury to the patient. The patient did not return to the hospital due to experiencing any post-surgical complications related to retention of foreign material.